Event description:
The customer stated that the central monitoring system (cns) will randomly power down once every two weeks. MFR ref # 8030229-2015-00157.

Manufacturer narrative:
The customer tried replacing the ups but is still having an issue with this unit. Awaiting customer unit for eval.